Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a bolus spring switch mechanism that was not working properly. The mechanism was not returning to its original position. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged bolus spring switch mechanism. If any additional information is received, a follow up MDR will be sent.